Event description:
It was reported that the patient presented with occipital headaches for the past 2 years, nausea, dizziness, ringing in the ear, pins and needles of the arms and spine, palpitations, snores, palpitations, syncope, light headedness, dizziness, vertigo, nausea, vomiting, constipation, diarrhea, urinary urgency, hesitancy, reversible joint dislocations, or hyper extensible joints, sleep position (on stomach) feels better, excessive daytime sleepiness, snoring - irregular/rhythmic, chronic fatigue, position of legs during sleep, bent or knee up feels better, depression. The patient underwent suboccipital decompression, occipital to c3 craniocervical fusion with posterior instrumentation system, a fibular strut between the occiput and c2 fixed with cable grafting, under ssep, emg, and fluoroscopic guidance to treat ehlers-danlos syndrome (eds), minimal tonsillar herniation, functional cranial settling. Strips of rhbmp-2/acs were laid over the instrumentation and grafts and packed into the lateral spinal gutters. At 129 days post-op the patient underwent an MRI of the brain without contrast which demonstrated interval suboccipital craniotomy and upper cervical laminectomy are noted compared with a prior CT scan of the cervical spine. Postoperative granulation tissue is noted. No pathologic fluid collections are seen. The ventricular system is midline and normal in size and configuration. No hydrocephalus is seen. No focal intensity abnormalities in the brain are noted. No edema is noted. No acute cortical infarct is noted. No enhancing lesions are seen. Normal gray/white differentiation is present. Normal flow void from the major intracranial vessels and dural sinuses is noted. No convexity extra-axial fluid collections are noted. No intrinsic lesions in the brainstem or cerebellar hemispheres are noted. No enhancing lesions in the brain, no acute infarction, no hydrocephalus. CT examination of the posterior fossa and upper cervical spine was obtained with axial contiguous scans. Sagittal and coronal reformations were obtained. Interval suboccipital craniectomy and craniocervical fusion surgery are noted. Surgically implanted hardware transfixes the occipital bone to the c2 and c3 vertebrae. Mid reversal of the cervical lordosis is noted. No pathologic fluid collections were seen. Postoperative granulation tissue is noted. No fracture is noted. No osseous destruction is seen. At 414 days post-op, the patient underwent a revision surgery to treat failed posterior fossa decompression with overgrown bone. Per the operative notes, an exuberant amount of bone was found in correspondence of the former craniectomy. The entire space of the craniectomy was filled with this exuberant bone that was covered by a second layer of callus formation. At 152 days after the revision surgery, the patient returned to surgery to treat a chiari malformation with meningocele. At 35 days later, the patient again returned to surgery to treat a pseudomeningocele post chiari malformation repair and decompression. The patient underwent a re-exploration and repair of the csf fistula pseudomeningocele. The wound was irrigated with antibiotic solution.

Manufacturer narrative:
(B)(6).(B)(4). A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery.